Event description:
Caller reported damage to the pump housing around the usb port, but this did not affect the ability to charge the pump, although the pump could no longer be guaranteed watertight. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.